Manufacturer narrative:
Investigation summary a couple of photos were shared by customer. The first photo shows 4 tegos and a minor damage in one of the tego is observed. The second photo shows an air in the line when the tegos is being used on a treatment the third photo shows 2 tegos under treatment and blood over a band is observed, no seal damage is observed. One more general photo where a blood over a blanket is shown when a tegos are being used, however the tego is blurred and no clear damage over the seal is shown. Complaint can be confirmed based on the photos shared by customer. The probable cause tego connector ruptured during therapy is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress

Event description:
Event occurred regarding a tego connector where it was stated that "the tego connector ruptured during therapy." Nine (9) devices were reported in this complaint. The event occurred during use with the patient, although there was no reported harm.